Manufacturer narrative:
Manufacturer's report date: 04/20/2011. (B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Customer reported patient was admitted through ed and event occurred in ed. Propofol 100ml bottle was programmed to infuse at 4.2ml/hr with a vtbi of 16.8ml at 17:49. The entire bottle infused in a short time but the pump had a volume infused of 3.21ml when found a short time later. There were no other infusions. The patient was already intubated and no medical intervention required although reported the bp dropped a little.